Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have led display segments which did not illuminate, due to a failed led segment (d16) on ui board. The ui board was replaced and the system functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
The customer reported that the led display was missing segments. No consequences or impact to patient were reported.